Event description:
According to the literature, a study evaluated outcomes in patients who underwent laparoscopic total gastrectomy for gastric cancer between (B)(6) 2010 and (B)(6) 2018. A circular stapling device of 25mm in diameter or a competitor stapler was used to perform the esopagojejunostomy by placing the anvil of the circular stapler into the esophagus without making an esophageal incision. There were 200 patients in the study and postoperative complications included 3 cases of anastomotic bleeding and 9 cases of anastomotic stricture. 3 cases of anastomotic stricture underwent re-anastomosis because of no improvement by endoscopic balloon dilatation. It is partly attributed to the difficulty of feeling the degree of traction in pushing the body of the stapling device to join the anvil in laparoscopic surgery compared with open surgery. Bleeding was listed as clavien dindo grade 3a or 3b but interventions were not specified. Non-anastomotic complications such as pulmonary complications, pancreatic leakages, and 8 bowel obstructions due to internal hernia were also noted.

Manufacturer narrative:
Title: a novel method of anvil placement of circular stapler for esophagojejunostomy in laparoscopic total gastrectomy for gastric cancer: results of consecutive 200 cases source: surgical endoscopy (2023) 37:1021¿1030 accepted: (B)(6) 2022 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.